Event description:
Add'l info was provided by the clinical director at the user facility. During cataract extraction, the posterior capsular bag was ruptured. Wound was enlarged to facilitate removal of the intraocular lens (iol) and a anterior vitrectomy was performed.

Event description:
A surgeon reported that an intraocular lens (iol) was implanted but removed during the same procedure because the capsular bag would not support the lens. The association between this event and the iol is not known. Additional info has been requested.